Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the shape of the ultrasound tip was found defective before cataract surgery with intraocular lens implantation. The surgery was performed and completed after replacing the product with another one of a different lot. There was no information about patient impact.

Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon further review of new information received, the complaint 1644019-2025-01884 was identified as duplicate of 1644019-2025-01716. All additional reports will be submitted under mfg report num. 1644019-2025-01716. No further reports will be submitted under mfg report num. 1644019-2025-01884. The manufacturer internal reference number is: (B)(4).